Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced worsening heart failure symptoms. The right ventricular (rv) lead exhibited intermittent loss of capture and unstable thresholds. The lead was reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.